Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid effluent. The cause and treatment of the event were not reported. It was reported that the patient presented to the emergency room was hospitalized for the peritonitis event and other indications. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid effluent. The cause and treatment of the event were not reported. It was reported that the patient presented to the emergency room was hospitalized for the peritonitis event and other indications. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.